Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that various battery clip combinations have been tried in a new system controller at the third year periodic replacement, but the power cable screws were too hard to close. The system controller was returned. No log files were provided. The system controller exchange resolved the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty fastening the power cables to the battery clips was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was downloaded. A review of the log file showed no notable alarms that would indicate an issue with the system controller. The system controller was connected to a mock loop for extended operation without any issues or alarms becoming active. The power cables were able to be fully fastened without any notable resistance. The system controller passed all testing and functioned as intended throughout testing. Additional information provided on 06dec2024 stated log files could not be provided, and that the event was resolved following a system controller exchange. A root cause for the reported event was unable to be conclusively determined through analysis. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 instructions for use (rev. A) and the heartmate 3 patient handbook (rev. C) - section 3 ¿powering the system¿ describes how to securely connect the system controller to the mobile power unit, power module, and 14v batteries. When connecting to any of these power sources, the user is instructed to ensure that the half circle of the controller's power cable is aligned with the half circle of the desired power source prior to pushing together the connection. The user is warned that if the cable is not fully inserted then the threads will not align. The heartmate 3 patient handbook (rev. C) - section 6 ¿caring for the equipment¿ describes how to properly care for and clean all equipment, including the system controller. The user is instructed to inspect the power cable connector and mobile power unit patient cable connector at least monthly. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.